Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly multiple times. In addition, the pump history was noted to be inaccurate and indicated a data log corruption. Customer reported blood glucose level was 94 - 201 (mg/dl). Reportedly the customer will use manual injections as insulin therapy until the replacement pump is received.